Manufacturer narrative:
H3: analysis of the software exports was completed. The clinical export data file was thoroughly inspected. The export file was generated by the mazor x system and includes records of all the data that was used and generated by the system during the case, including but not limited to the intra-operative scans, preoperative planning, procedure actions that were executed, and the log text file. The log text file is a chronologic documentation of the software during operation, including system sent trajectories, registrations values, fluoro acquisition, etc. The log file was examined with respect to all intraoperative fluoro images to inspect and understand procedure workflow. Fluoroscopic images were checked, and 3d registration was attempted with the registration 3d marker images utilized during the operation on a mazor workstation. Planning made in the or was reviewed and no issues could be seen. Analysis reviewed the registration and has recreated the registration results achieved in the or. Analysis found that although receiving green parameters, there was an observed rotating shift between the fluoroscopy images and the CT images in l4 and l5 vertebras. Platform fixation was reviewed. The surgeon has used multiple fixation platforms: dual schanz arms and pins, mist bridge and a modified hover-t bridge. The nature of the deviation was reviewed. The reported deviations experienced in the or were inferior right l5 trajectory (after the first registration) and superior lateral deviation of left l4 trajectory (after the second registration). Analysis reviewed the planning and the surgical workflow and concluded the root cause of the deviations experienced in the or is patient shift which can be clearly seen during the registration process. Furthermore, to be noted that a use of fixation method or modifications of fixation instrumentation outside of the approved surgical technique guide might also contribute to failures of the operation. The above or a combination of them, could potentially result in a pattern of lateral deviated trajectories. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the trajectory was deviated between 3.5 and 10 mm. The exact amount of deviation was not measured since the surgeon did not proceed with instrumentation once they saw how much navigation and fluoro was off.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluated by MFR: analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during a l4-l5 case, the dilator was placed at right l5 and it was superior and lateral. Dual schanz arms and schanz pins were used to mount the surgical system to the patient. A mist bridge was also used. The manufacturer representative mentioned a modified hover-t platform was used as there was multiple points of fixation. The inaccuracy was confirmed through fluoro.  An accuracy check was done using the divot and anatomical landmarks and the system passed. The surgeon decided to re-register the patient and the same issue occurred. Left l4 was checked and it was inferior and lateral. The surgeon decided to abort the use of the guidance system. An advanced accuracy check was done after the case and there were no issues. The representative noted that there was a low chance of skiving with the plan. There was no patient harm and the procedure was delayed less than an hour.